Event description:
It was reported that the patient presented with redness and an open wound at the corner of the pocket incision site during a clinic follow-up visit. Evaluation revealed wound dehiscence associated with an infection at the device implantation site. According to the physician, the infection began from a tooth abscess and was not related to any abbott product or procedure. The implantable cardioverter defibrillator (ICD), along with the right ventricular and right atrial leads, was subsequently explanted. The patient remained in stable condition.

Manufacturer narrative:
The lead was returned and visual examinations revealed no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.